Event description:
The customer reported obtaining non-reproducible access intact pth assay intraoperative mode (pthio) patient results, for two (2) patients, over separate days, involving the access 2 immunoassay analyzer. This report references the non-reproducible pthio patient results which were obtained on (B)(6) 2013; please refer to medwatch 2122870-2013-00811 for a report of event which occurred on (B)(6) 2013. The customer stated that the sample was run in duplicate and the pthio results were non-reproducible. The customer repeated the sample and reported a result out of the laboratory. The customer indicated that there was no change or affect to patient treatment in connection with this event. The customer has been running all pthio samples in duplicates as a result of the event which occurred on (B)(6) 2013. The customer stated that the pthio samples were plasma samples which were aliquoted into cups prior to testing. The sample collection tube and centrifugation information are unknown. The customer indicated that the sample did not appear to have any quality issues and was not a short-draw. System checks passed and quality control (qc) results were within the laboratory's established ranges prior to and following the sample run. However, the customer acknowledged of observing occasional qc fliers as well. There were no errors in the event log during testing. Access intact pth calibrator lot number 389607 and access intact pth reagent lot number 323899 were used in conjunction with the analyzer.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse addressed multiple areas of the instrument to resolve the issue and concluded that the likely cause of the erratic pthio performance is attributed to the wash valve rotor and stator. Results: wash valve rotor and stator. All related medwatch reports associated with this event: 2122870-2013-00811; 2122870-2013-00812.